Event description:
It was reported that during preparation for a stenting treatment procedure stent damage was noted. The lesion was located in the right coronary artery. They pulled a 2.25x16mm taxus atom stent from its packaging and found a couple of the stent struts were bent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). Device not available.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers h10a20103 and h10b21026 with no issues noted during the manufacturing process. Current labeling provides ample instructions related to prevention of the suspected use error in aseptic technique. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
On (B)(6) 2010, product surveillance spoke with the peritoneal dialysis (pd) nurse who reported that home patient was diagnosed with two cases of peritonitis; one on (B)(6) 2010 and the other on (B)(6) 2010. The nurse stated that on one occasion the patient dropped the line, picked it up and used it. The nurse also stated that home patient's wife believed that he had done something similar to cause the peritonitis. The nurse believes the patient is not following procedures so she went to his home and retrained him. The laboratory test result was gram positive cocci. The nurse stated that the patient no longer has pain or fever. The patient is being treated with ancef. The patient was not hospitalized for the event. The cause of peritonitis was break in aseptic technique. When asked if the initial report of peritonitis had resolved and if this was a new episode of peritonitis the nurse stated she did not have a chance to redraw lab results for the first episode of peritonitis. The reporter concluded she thought the two events of peritonitis were so close in dates that the first episode may have not resolved. At the time of this report the event of peritonitis had resolved. Resolution date was in (B)(6) 2010. The patient remained on pd therapy. There are no allegations against any baxter products in this case of peritonitis.